Manufacturer narrative:
Correction: d11; liberty cycler set (dual connect) and delflex pd fluid products were inadvertently omitted from concomitant product list in initial report. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that their safe lock apd luer lock connector disconnected from their baxter pd solution bag during treatment. The patient stated that it was connected before they fell asleep, and when they woke up it was no longer connected. No additional event details were provided. Multiple attempts to obtain additional information from the patient have been unsuccessful. Follow up with the patient¿s pd nurse revealed that the alleged disconnection had not been reported to them. The pd nurse confirmed speaking with the patient after the reported event date, and stated the patient was seemingly well. There were no reported signs or symptoms of peritonitis. The pd nurse confirmed that the patient connects the safe lock luer lock connector to a baxter pd solution bag, which is used for their last fill. The sample is not expected to be returned for evaluation.